Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex® bivona® custom tts¿ tracheostomy tube was leaking after one day of use. It was observed that there was a small hole in the middle of the cuff and that the material used for the cuff seemed too thin. The cuff was filled with 8ml of saline. No patient injury was reported.

Manufacturer narrative:
One bivona® 8.0mm custom tts¿ tracheostomy tube was returned for investigation. During functional testing, the device was submerged in water and a syringe was used to inflate the device with 20cc's of air. The device cuff was unable to fully inflate and air was observed escaping from a small hole on the cuff. Visual inspection of the cuff found tiny scratches next to the observed hole on the cuff. The cuff of the device was then removed and the wall thickness was measured. It was found that the cuff met the specification for wall thickness. Investigation was unable to determine the root cause of hole in the device cuff.